Manufacturer narrative:
The device was received by depuy synthes. The device is currently awaiting evaluation. Once the evaluation has been completed or if additional info is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device had a damaged neuro tip. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional info provided.